Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary stenting procedure. Reportedly, when the proglide plunger was pushed in, the proglide foot cracked. The posterior foot completely separated outside of the artery. While removing the device from the patient, the artery was torn causing an enlargement of the puncture site. The site was too large to compress. The artery was surgically explored and repaired. Hemostasis was achieved with surgical suturing. The patient had significant blood loss; a blood transfusion was given. The patient was transferred to the intensive care unit. Hospitalization was prolonged. There was a clinically significant delay in the procedure and therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath (not 6 f as previously reported) after a coronary stenting procedure.there was resistance removing the proglide device as the fractured foot surface damaged the vessel wall. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to foot detachment and difficult to remove include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hemorrhage and vascular injury (tissue damage) are potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5, d11, d10, h3: the device was initially reported as returning, but has now been reported as not returning because is retained by the account.